Event description:
Info received indicates the left head side rail is broken and will not latch.

Manufacturer narrative:
The tech found the center arm assembly was broken. The tech replaced the center arm assembly to repair the bed.